Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 305 mg/dl. Customer had a problem with the battery. Customer stated that the pump said weak battery alarm in the middle of the night and then low battery alert. Customer stated that it won't accept any batteries. Customer also received a battery out limit alarm. Troubleshooting was performed and the customer stated that the display returned. Customer was advised to monitor the pump. Customer will be sent a replacement battery cap. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.